Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced cloudy (described as whitish liquid). The cause of the event and patient hospitalization was not reported. On the same day as the event onset, the patient was treated with unspecified antibiotic (every 5 days for 15 days) for the event. After post-antibiotic therapy, the patient was reported to be "ok", however, the patient later experienced abdominal pain, hyperthermia, diarrhea with a clear liquid 52 days after the event onset. The patient was hospitalized for cloudy liquid with fibrin 56 days after the event. At the time of this report, the patient has recovered. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, the patient experienced bacterial kocuria rhizophila peritonitis which was manifested by abdominal pain. The cause of the event was associated to constipation resistant to laxative treatment which occurred prior to the first peritonitis episode in (B)(6) 2021, and may reflect underlying gastrointestinal disorder. Three days after the event onset, the patient experienced cloudy fluid, was hospitalized and treated with ceftriaxone (1gm, once per 24 hours, intraperitoneal, discontinued after 14 days), vancomycin (1g, every 5 days, intraperitoneal, discontinued after 14 days) and heparin (500 iu/l, intraperitoneal, discontinued after 14 days) for the event. Seven days after hospital admission, the patient was discharged and has recovered from the event. Based on additional information received, the baxter disposable is no longer a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.